Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. (B)(4).

Event description:
Consumer reported complaint for e-0 and high control solution test results. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed not reviewed for previous test result history. Control test performed during call for troubleshooting the e-0. Customer is concerned with high results from control solution.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions (B)(4).

Event description:
Consumer reported complaint for e-0 and high control solution test results. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed not reviewed for previous test result history. Control test performed during call for troubleshooting the e-0. Customer is concerned with high results from control solution.